Manufacturer narrative:
Evaluation was not possible, as the device was not returned. Due to the device not being returned a root cause could not be determined. No further investigation is necessary at this time. (B)(4).

Event description:
Patient was positioned and draped with the left lateral side up and left arm in holder. After about three minutes, the dyonics shaver box started beeping with a yellow pop-up message on the screen indicating "shaver short circuit" shaver cord unplugged from the box. When they lifted the shaver from the drape, they noted that the shaver was extremely hot. Removed the shaver and used a new shaver. No harm to the patient or the staff. This came from the medwatch report - no part number indicated.

Manufacturer narrative:
This report is a duplicate of the MDR for(B)(4) (MDR number: 1643264-2015-00047). All data pertaining to this submission can be located in that report. This report was filed in error. (B)(4).